Manufacturer narrative:
The download history files shows total insulin used on (B)(6) was 25.40units, on (B)(6) was 37.90 units, on (B)(6) was 37.675 units and on (B)(6) was 41.80 units. The total insulin used did not exceed 90.o units daily for a 180.0 unit reservoir volume between (B)(6) through (B)(6). Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and the excessive no delivery test. No excessive no delivery alarm noted. Device was programmed with several boluses and monitored. The device calculated the additional bolus deliveries and were verified in the daily total screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. Device had cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Customer's blood glucose went up to 527 mg/dl one time. Customer mentioned her blood glucose was 160 mg/dl then went down to 53 mg/dl. Customer declined troubleshooting and wanted the device replaced. Customer agreed to return the device for analysis.